Manufacturer narrative:
H.6 investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear pre-activated prior to use. The following information was provided by the initial reporter: please find customer complaint reference complaint- (B)(4) reporting: " the cap was still on the syringe but she stated that the spring had already discharged." Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear pre-activated prior to use. The following information was provided by the initial reporter: please find customer complaint reference complaint- (B)(4) reporting: " the cap was still on the syringe but she stated that the spring had already discharged." Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.